Manufacturer narrative:
This is 1 of 4 reports filed for this literature article. Initial author of the published article is marian s. Wettstein

Event description:
An article published in the world journal of urology reported the findings of a fluid absorption study during treatment using xps greenlight laser. A single site study was conducted between november 2012 to september 2014 in which 54 men were treated and interoperative fluid absorption was assessed. The following intraoperative events were reported; 2 capsular perforations in the absorber group; 4 opened venous sinuses in the absorber group and 11 bladder neck strictures (3 in the absorber group and 8 in the non-absorber group). There were also 5 cases of interoperative bleeding; 1 in the absorber group and 2 in the non-absorber group were classified as non-disturbing and 2 in the absorber group were classified as impaired visibility. This report is for 2 capsular perforations.